Event description:
The blue balloon lumen came apart at the bond between the stopcock and the lumen on an ep kit. No patient incident.

Manufacturer narrative:
Tubing female connector or inflation hub (at the proximal end of balloon lumen) was completely detached and missing from the unit. No visible indication of bonding solvent was found at bonding area of the inflation tube. Unit is sent to manufacturer for further evaluation. The 1/25/10 manufacturer evaluation: when the device was visually inspected it is confirmed that the blue balloon lumen has come apart. The stopcock adapter is completely missing and was not returned with the device. The white stopcock was cut off of the device and the blue balloon shrink tubing was placed over the white stopcock adapter. When the blue shrink tubing was placed on the white adapter the tubing was loose. The device could not be functionally tested because it came apart. There are no other defects detected with this device. Root cause: the blue shrink tubing came off of the device because it was not shrunk enough to make the device stay together. This is an isolated incident and we will continue to monitor for future occurrence.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.